Manufacturer narrative:
No autopsy was performed and the device was not explanted. No product was available for evaluation. A direct correlation between the device and the reported event could not conclusively be established. Stroke and thromboembolism are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient became acutely obtunded and a stroke code was called. Per neurology, the patient had roving eye movements and lack of brain stem reflexes. A CT angiography was performed showing multiple occlusions signifying new multi embolic infarcts. CT scan results: no acute intracranial hemorrhage. Suspected remote infarcts within the left pareito-occipital region, right parietal and right frontal lobes, although suboptimally evaluated secondary to motion artifact. Evaluation of arterial vascularization is suboptimal secondary to patient motion artifact, particularly at the level of the carotid bifurcations and at the level of and superior to the third ventricle. Within the limitations of the examination: cta neck demonstrates no hemodynamically significant stenosis, dissection, or pseudoaneurysm. Cta head demonstrates abrupt vessel cut off involving the distal m1 segment of the right mca and p2/p3 junction of the left pca, both of which are new. Questionable attenuation of the m3 branches of the left mca, although suboptimally evaluated secondary to motion artifact. The patient expired on (B)(6) 2018 due to stroke. An autopsy was not performed and the pump was not explanted. No further information was provided.